Manufacturer narrative:
D4: complete UDI unavailable as the serial number is unknown.

Event description:
It was reported that during a procedure the drill "jumped" when touching bone. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported. Later the same day, the patient was brought back to address a brain bleed.